Manufacturer narrative:
Device manufacture date: january 2008. (B)(4). A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with central striae observed in the right eye 24 days after treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of halos/glares/shadows described by the patient as ghosting. It was noted that a secondary surgical procedure was performed on (B)(6) 2018. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.50 x -2.75 x 111, left eye pre-op 20/20 -3.50 x -2.50 x 82. Bcva from (B)(6) 2018: right eye post-op 20/25 -.25 x -.25 x 50, left eye post-op 20/25 -.50 x -.50 x 60. Right eye: uncorrected visual acuity (ucva) from (B)(6) 2018 20/20 but has ghosting.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.